Manufacturer narrative:
(B)(4). Event logs and data set have been provided by the customer for eval. A f/u report will be submitted once the eval has been completed.

Event description:
A customer reported an overinfusion of morphine. On (B)(6) 2012, morphine was programmed about 6pm as: bolus 2mg, pca dose of 1mg, lockout 10 minutes, continuous dose of 1mg/hr and 4 hr max of 28 mg. Morphine was 50mg/50mls. The entire syringe infused in about 3 hrs. The pt did have signs of over sedation. The morphine drip was stopped and restarted after the pt's sedation went away. Medical intervention was not required. The customer stated that no further pt or event info is available.